Event description:
It was reported that during a ptca/stent procedure the stent delivery system would not cross the 90% stenosed, right coronary artery lesion successfully. The sds was pulled into the guiding catheter (contrary to IFU) and the stent subsequently dislodged from the balloon. The stent was deployed at an unintended site in the proximal right coronary artery.